Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to renal failure. No additional information was provided during the intake process. Follow-up documentation from the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (via ambulance) on (B)(6) 2025 after having a seizure (timeline, location, specifics not provided). The patient¿s spouse reported the patient missed her last two ccpd treatments due to ¿the machine not working properly.¿ the patient was formally admitted and underwent multiple radiological exams (EKG, chest x-ray, MRI of brain, CT scans of head and abdomen/pelvis), was started on oxygen (via nasal cannula), intravenous (IV) keppra, and cardiac monitoring. Shortly after being admitted the patient experienced a second seizure (1-minute) and was treated with 1 mg of ativan. Hematological studies revealed an elevated wbc count, and the patient was treated with IV vancomycin, zosyn (dosages, duration, frequency not provided), and a 500 ml bolus of IV fluid (drug not provided). Hematological studies also noted the patient¿s potassium was 7.0 mmol/l, and the patient was treated with 2 amps IV dextrose, 10 units of IV insulin, 1 amp IV sodium bicarbonate, 10 grams IV lokelma, 80 mg IV lasix, and 1 gram IV calcium gluconate (for EKG peaked t waves). Although the patient¿s hospital course after admission is largely unknown, it appears the patient remained on ccpd therapy while hospitalized and was discharged home on (B)(6) 2025 in stable condition. While the root cause of the seizure is not readily apparent, the documentation implies there was a combination of root causes including: missed dialysis, hyperkalemia, and the presence of posterior reversible encephalopathy syndrome (pres). The patient was readmitted on (B)(6) 2025 (<24 hours) following a home evaluation by the home therapy registered nurse (htrn) revealed the patient was still confused and could not remember how to perform ccpd therapy. On (B)(6) 2025 the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for rrt. Although the details are again limited, it appears the patient transitioned to hd without issue and received a permanent hd catheter (not a fresenius product) on (B)(6) 2025. The exact discharge date is unclear; however, the patient will remain on incenter hd until her health improves. Despite the spouse¿s allegation of device malfunction, the pdrn attributed causality to the patient¿s confusion (due to pres) and the spouse¿s unfamiliarity with the liberty select cycler.

Manufacturer narrative:
Clinical review: a temporal relationship does not exist between ccpd therapy utilizing the liberty select cycler, and the serious adverse events of confusion, hyperkalemia, seizure and pres, which required hospitalization and the transition to hd for rrt, as the patient had not undergone ccpd therapy for approximately 48 hours prior to admission. While the definitive cause of the seizure was not provided, the documentation implies there was a combination of root causes including the patient¿s missed pd treatments, hyperkalemia, and the presence of pres. Pres is a neurologic disorder which can present multiple different symptoms such as: visual disturbances, seizures, headaches, and altered mentation. Despite the spouse¿s allegation of device malfunction, the pdrn did not confirm nor report any fresenius device(s) and/or product(s) malfunctions or deficiencies. Kidney disease affects both the peripheral nervous system and central nervous system. The main symptoms are myopathy, cranial or peripheral neuropathy, cognitive impairment and seizures. Based on the information available, the patient¿s liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to renal failure. No additional information was provided during the intake process. Follow-up documentation from the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room (via ambulance) on (B)(6) 2025 after having a seizure (timeline, location, specifics not provided). The patient¿s spouse reported the patient missed her last two ccpd treatments due to ¿the machine not working properly.¿ the patient was formally admitted and underwent multiple radiological exams (EKG, chest x-ray, MRI of brain, CT scans of head and abdomen/pelvis), was started on oxygen (via nasal cannula), intravenous (IV) keppra, and cardiac monitoring. Shortly after being admitted the patient experienced a second seizure (1-minute) and was treated with 1 mg of ativan. Hematological studies revealed an elevated wbc count, and the patient was treated with IV vancomycin, zosyn (dosages, duration, frequency not provided), and a 500 ml bolus of IV fluid (drug not provided). Hematological studies also noted the patient¿s potassium was 7.0 mmol/l, and the patient was treated with 2 amps IV dextrose, 10 units of IV insulin, 1 amp IV sodium bicarbonate, 10 grams IV lokelma, 80 mg IV lasix, and 1 gram IV calcium gluconate (for EKG peaked t waves). Although the patient¿s hospital course after admission is largely unknown, it appears the patient remained on ccpd therapy while hospitalized and was discharged home on (B)(6) 2025 in stable condition. While the root cause of the seizure is not readily apparent, the documentation implies there was a combination of root causes including: missed dialysis, hyperkalemia, and the presence of posterior reversible encephalopathy syndrome (pres). The patient was readmitted on (B)(6) 2025 (<24 hours) following a home evaluation by the home therapy registered nurse (htrn) revealed the patient was still confused and could not remember how to perform ccpd therapy. On (B)(6) 2025 the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) and was transitioned to hd for rrt. Although the details are again limited, it appears the patient transitioned to hd without issue and received a permanent hd catheter (not a fresenius product) on (B)(6) 2025. The exact discharge date is unclear; however, the patient will remain on incenter hd until her health improves. Despite the spouse¿s allegation of device malfunction, the pdrn attributed causality to the patient¿s confusion (due to pres) and the spouse¿s unfamiliarity with the liberty select cycler.